Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. The reporter was not sure if the patient was getting any doses. They did not think the pump was working correctly. There were no reported symptoms.